Manufacturer narrative:
See h11 for correction details. Manufacturer¿s reference number: (B)(4). On jul 12 2021, it was noticed d2a. Common device name was incorrect in the previous report. The field has been updated appropriately.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. (B)(4). Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that female patient underwent a breast augmentation primary with unspecified mentor saline breast implants and suffered several unexplained systemic symptoms, including yellowish/red eyes, chronic fatigue, vertigo, rash on chest with scar tissue, scar tissue in armpits, enlarged lymph nodes, brain fog, lack of concentration, night sweats with hormones, slow wound healing, dry hair, dull complexation, chronic gastrointestinal problems, chronic heart burn, weight gain, worsening vison, and hearing loss. Deflation on the left side was also reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis.